Event description:
Reported the customer had issues with his sensors. The customer also reported having a high blood glucose of 489 mg/dl. He stated he was almost hospitalized. He also stated he had to change out the reservoirs three times because of his high blood glucose. His blood glucose had declined by the fourth reservoir change. The customer declined to troubleshoot for his insulin pump. The customer's blood glucose was 120 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).